Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, the battery compartment was observed to be cracked and the display screen was observed to be dim and discolored. Unrelated to this issue, the evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The investigation discovered that the pump¿s internal battery was leaking. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.